Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken on posterior side assessed as a surgical impact opening (shell thickness was within specification) and missing shell assessed as inconclusive. Additional observations: stress marks observed. Creases were observed, wear abrasion observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional email address (e1) : (B)(6).

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.